Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc trek; guide wire: sion blue; guide cath: axess 6fr. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficult to deploy reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with mild tortuosity and mild calcification. Pre-dilatation was performed and the xience xpedition stent was implanted. The 2.75 x 12 mm nc trek balloon catheter was advanced, but failed to cross proximal of the lesion due to the tortuosity proximal of the implanted stent. There was no resistance with the implanted stent. After removal, it was noted that the tip of the nc trek balloon catheter was flared. It was then observed that there was some area of the stent that was not fully apposed to the vessel wall; therefore, a non-abbott balloon catheter was used to successfully appose the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.